Event description:
Serious eye infection began suddenly upon using bausch & lomb renu with moistureloc contact lens solution for 1 week -was on vactation and took this bottle with me as it was smaller and used it for 8 days. Pain started two days later, saw ophthalmologist the next day. My eyes very suddenly became extremely painful , even after removing my lenses, were swollen and red, and fluid filled, extremely sensitive to light. Saw an ophthalmologist immediately who prescribed patanol, cipro drops and another antibiotic eye drop to treat infection of the cornea and glands, as well as 4 corneal ulcers.